Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure reported by the customer was observed. The crack likely occurred during product application when the female fitting was coupled with another component. This was likely due to overtightening when the stopcock was connected to another component during product setup/application. Device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operation team.